Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The user has decided to scrap the unit instead of repair, the resolution is unknown. No report of patient involvement.

Event description:
The hospital reported the unit, during preuse checkout, lost the ability to mechanically ventilate. There was no report of patient involvement.